Event description:
The customer reported that the telemetry device did not alarm. It was reported the patient expired.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips technical consultant (tc) went onsite to pull the audit logs and test the philips equipment. The tc generated alarms on the telemetry device performed with fluke ps-420 ECG simulator connected to the piicix monitoring. At the time of the test the telemetry was working correctly. Piicix error-log download performed for factory checks. There were no audio issues present. There was no malfunction of the philips device. The audit logs display that the system alarmed for hours for a bradycardia event followed by an asystole event. The tc also ensured that the systems audio was functional; therefore, it is not likely audio issues could have impacted the event.

Event description:
The patient was admitted to the ward at 16:00 on (B)(6) 2022 and during the night his physical state worsened. At about 03:00 am on (B)(6) 2022 the patient died.